Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. Cause of the event was due to cannula being pulled out. Type of infusion set used was not reported. Multiple follow attempts were made to gather additional information, however, the customer did not respond to follow-up attempts.